Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal of exposed tvt mesh on (B)(6) 2007 due to wound separation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystoscopy due genuine stress incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported the reason for explant included mesh exposure, bleeding, device tension failure, urine leakage, infection, vaginal scarring, dyspareunia, loss of consortium and other physical and emotional injuries. The patient underwent surgery for wound separation approximately (B)(6) 2007. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.